Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 5.1 ejects slowly made scraping noise present at mid open. A field service engineer removed drawer noting abrasion marks on divider plate but with no success. A field service engineer replaced the half height smart drawer and migrated all pockets to replacement drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the issue.